Manufacturer narrative:
(B)(4). Analysis was normal. No anomaly was found. (B)(4).

Event description:
It was reported that the physician was unable to inject heparin down lumen of the lead before implant. Another lead was used.